Manufacturer narrative:
Na

Event description:
The customer reported that while using the accuchek inform ii (serial number (B)(4)) to check a neonate's blood glucose the following results were obtained. At 11:10 pm a blood glucose of 36 mg/dl was obtained on the meter and a laboratory sample drawn at the same time came back as 49 mg/dl. The neonate was breastfed after the results. The neonate is doing okay. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer returned the meter and two vials of strips from lot 474406. The strips and meter were tested and all results were within the acceptable range. No product problem was found.